Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that about 2 weeks ago they noticed that their back was really bothering them and when they went to turn stimulation up today they saw a message stating the battery is dead. Patient is not sure what battery the message is referring to. Agent asked the patient to connect to their implant and patient reported seeing the message battery is empty, battery has been depleted, therapy is no longer available, contact your clinician service code 302. Agent explained meaning of the message to patient. Patient noted they were told the spinal cord stimulator battery would last 10 years. The patient was redirected to their healthcare provider to further address the issue. Patient noted they have an appt tomorrow with their doctor and plan to discuss this with the provider.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.